Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, missing endcap sticker. Unit was monitor and no audio or beep or black circle anomaly noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a continuous beep and a black circle in the display screen that cannot be erased. Customer also indicated that the pump alarmed button error. Customer does not recall any significant events leading to the error. Customer's blood glucose was 219 mg/dl at the time of incident. Troubleshooting advised customer to remove battery and reinsert after 30 minutes, which the customer did however, the issues with the pump did not go away. The customer was advised that the device would be replaced.